Event description:
It was reported that a tx60b was used during an unknown procedure. It was reported by the affiliate that at opening the instrument after firing, there were some vascular leakages in three different places.